Event description:
It was reported the patient was recharging more than expected. It was noted the patient went through an airport security a week prior to call. It was reported the patient¿s therapy had not been working well. It was noted the patient¿s stimulator was not holding a charge. It was reported the issue was due to low charge. It was noted that once the patient¿s stimulator was charged their stimulation returned and their programs had not changed as the patient had thought.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).